Event description:
Pfs and medical records received. This complaint is legal. Pfs is alleging pain, decreased mobility, abnormal gait, leg length discrepancy, and inability to perform adls. The operative note states the left hip was operated on, but the sticker sheet and post-op notes state the right hip was operated on. This complaint will be made for an unknown hip at this time until clarification is received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(4) 2018 pinnacle pfs, (B)(4) and medical records received. In addition to what previously alleged, pfs alleged excessive metal ions and emotional distress. After review of the medical records and (B)(4) for MDR reportability, there was no new allegations reported. It was reported that right hip was not revised. Doi:(B)(4) 2009 dor: none reported ; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR analysis of batch 2478081/ l20310 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in december 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.